Event description:
Consumer stated the product was used for his 9 month old son's respiratory problem. Son touched the device severely blistering his hand. Consumer stated there was no labeling on the device cautioning the consumer of any hidden dangers.